Manufacturer narrative:
The field service engineer found the damaged sample probe which he replaced. The investigation determined the service actions resolved the issue. (B)(6).

Event description:
The initial reporter received questionable results for one patient sample from the cobas 8000 cobas c 502 module. The initial ceru ceruloplasmin result was 4.76 mg/dl and the repeat result was 23.86 mg/dl. The initial igg-2 tina-quant igg gen.2 result was 11.21 g/l and the repeat result was 18.95 g/l. The initial hapt2 tina-quant haptoglobin ver.2 result was 0.5 g/l and the repeat result was 0.04 g/l. The questionable results were reported outside of the laboratory. The reagent lot numbers and expiration dates were requested but were not provided.